Manufacturer narrative:
Analysis of programming history.

Event description:
Manufacturer review of a vns pt's programming history identified that an interrupted systems diagnostics test on (B)(6)2005, caused the vns generator settings to change. A final interrogation was not performed on (B)(6)2005, to verify intended settings. When the pt was seen again on (B)(6)2006, the vns output current was set to zero; the settings were adjusted at this visit. The physician was informed to always perform a final interrogation to verify intended settings before the pt leaves the office.